Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l3-l5 levels for lumbar canal stenosis. Post-op, postoperative infection was observed so revision surgery was performed to remove all implants except the cage.the surgical time was extended 31-60 min.